Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) reached 433 mg/dl and manual insulin injections were used to address elevated bg. Reportedly, the pump supplies were changed to address the issue. The customer indicated that no backup insulin therapy method was available.